Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. One day after onset, the patient began treatment for the peritonitis with vancomycin (2 grams, once a week, route and duration not reported) and fortum (1gm, once a day, route and duration not reported). The patient was not hospitalized for the event. It was not reported if dianeal therapy was ongoing. No additional information is available.